Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problems(s): "none reported" (no information [iol (intraocular lens) implant]). An optometrist reported a patient with a myopic surprise following intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records, the patient had a history of hypercholesterolemia, restless leg syndrome, and vertigo (pre-existing). At the time of iol implant surgery, limbal relaxing incisions were performed. Posterior capsule opacification (pco) was noted at a postoperative visit. The implanting surgeon reported the pco was treated with photorefractive keratectomy (prk). The surgeon reported the patient's ucva was 20/25 following the prk procedure.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/02/2010, 04/06/2010, and 04/20/2010 by phone, fax, and mail. Medical records were received on 04/06/2010. (B) (4). (B) (4). (B) (4).